Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 418 mg/dl with symptoms of nausea and excess urination. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there was an intermittent power issue when the pump. The reporter noted that there was observable moisture behind the display screen. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/28/2017 with the following findings: the complaint could not be investigated due to moisture ingress causing the pump to not recognized an installed cartridge. The black box shows an unexplained rebooting event on (B)(6) 2017 at 23:48; deliveries resumed (B)(6) 2017 at 04:13. An unexplained rebooting event occurred on (B)(6) 2017 at 17:35; deliveries resumed never resumed. Moisture was observed behind the display screen. A battery compartment crack was observed. Moisture was observed on the internal components.